Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device displayed a "pacer disabled" message, shut down and was unable to power back on with battery. The clinician obtained another device to continue treating the pt. During subsequent testing, the device displayed; "pacer fault 116", "defib disabled" "pacer disabled" messages in a/c power. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and this complaint is still under investigation.